Event description:
Adverse event information from pms (post marketing surveillance). The procedure date was (B)(6) 2011. Cas operation was performed using relevant device for distal protection. Asymptomatic cerebral infarction(confirmed on MRI) was observed after the operation. Note: physician indicated that he does not feel that the use of the device caused the event.

Manufacturer narrative:
Device discarded not returning. The actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. A review of the manufacturing device history record detects cannot be conducted due to lot number was not provided. If in the future any additional information or the actual complaint sample is returned, a follow-up medwatch will be submitted. The event is not confirmed due to no product returned. The analysis is complete as of (B)(4) 2012.